Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 600mg/dl. It was stated that the customer's high glucose was running high the day prior to his admission. It was stated that the infusion sets were leaking. It was stated that the customer took 100.0 units five hours before his hospitalization. Troubleshooting was performed. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further information was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.